Event description:
The pt received an scs system, including an ipg, on (B)(6) 2007. The pt reported she has not used or recharged her ipg over (B)(6). Now she cannot establish telemetry between the ipg and the charging system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.